Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 88% stenosed, moderately tortuous, and heavily calcified de novo lesion in the mid left anterior descending artery. Following pre-dilatation, an attempt to advance a 3.0x38mm rx multi-link 8 balloon expandable stent system (bess) was made; however, the bess failed to cross due to resistance with the anatomy and the proximal shaft kinked. The bess was being removed but resistance with the anatomy was felt. Once removed and outside of the patient anatomy, it was noted that the proximal shaft had separated. The procedure was successfully completed with pre-dilatation and the deployment of a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress and material separation were confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.